Event description:
Literature: white wm. Sacral nerve stimulation for refractory overactive bladder in the elderly population. J urol. 2009; 182(4): 1449-1452. Summary: this article presents a prospective longitudinal study of 19 elderly (B) (6) and 170 non-elderly (B) (6) women who underwent stage one lead placement of sacral nerve stimulation for the treatment of refractory overactive bladder between (B) (6) 2001 and (B) (6) 2001 and were followed for at least 12 months after implant. Reportable event: 21 non-elderly patients had traumatic stimulator or circuitry disruption. No patient treatment or outcome was reported. See literature report with MFR report #3007566237-2009-09040.

Manufacturer narrative:
(B) (4).